Event description:
Prior to the initial implant, upon investigation, the device was found to be in backup vvi (bvvi) mode. A new device was selected for implant to resolve the event. No patient consequence.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. Interrogation of the device revealed the device was in backup vvi mode upon receipt. Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.